Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2016 from a consumer via a manufacturer's representative (rep) regarding a patient who was implant ed with a neurostimulator for spinal pain. It was reported the patient came in for reprogramming as they were feeling surges. There was also heating at the pocket site and discomfort when recharging. It was noted that the surges and heating sensation started around the same time. It was noted that the heating sensation only occurred when the patient was recharging and started after the patient had been charging for "a bit." There were no falls or trauma and statistics indicated that the patient was charging for about 1.5-2 hours every 10-14 days and got good coupling. The rep noted that all impedances were normal and during reprogramming, stimulation coverage was appropriate. It was noted that there was nothing unusual with the pocket site, it was not tender at all, and the implantable neurostimulator (ins) did not seem superficial. The patient had not seen the thermometer icon at all when recharging. It seemed that the sensation eased up and did not get any worse once it hit a certain point and both technical services and the rep discussed that the safety feature on the insr and the insr itself were probably working appropriately. The rep stated that they measured the surface temperature after 45 minutes of recharging and did not notice any measureable difference. The rep noted that the patient had been using a piece of clothing in between the skin and antenna, but also had been charging by leaning against pillows. Technical services recommended for the patient to try charging for shorter periods of time and not lying or sitting on the antenna while charging. Technical services indicated that it sounded like the system was working appropriately and the patient may just be more sensitive to recharging. The rep indicated that they "redid the ins" and reprogramming and had a plan for the surging going forward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.